Event description:
It was reported the patient¿s device was replaced due to a broken lead. It was noted the patient experienced shocking when the bent over and walked. It was reported an x-ray showed the lead was fractured.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 355029, lot # n082296, implanted: (B)(6) 2006, product type accessory; product ID 37752, serial # (B)(6), implanted: (B)(6) 2006, product type recharger; product ID 377860, lot # v013106, implanted: (B)(6) 2006, product type lead. (B)(4).